Event description:
It was reported that the lead has high impedance and has had an increase in threshold. Patient was diagnosed with a viral heart infection which has since been resolved yet lead performance remains unsatisfactory. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.